Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The clinical diagnosis was updated to the battery site being painful, and the device diagnosis was updated to not applicable. It was not confirmed that the ins was displaced. The report that something popped was also not confirmed; this was patient reported. The exact cause of the event was not determined. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the battery rubbed on the patient¿s ribs at the present location. The patient sneezed, and something popped with a pain level of 10. The patient was not receiving optimal pain relief. There was possible displacement of the ins at rib site. The patient was unable to use the spinal cord stimulation (scs) due to the pain at the battery site at the rib cage. The patient was examined on (B)(6) 2017 and symptoms were confirmed. Etiology indicate the relationship of the event to the device or therapy was not related, but was possibly related to the implant procedure. On (B)(6) 2018 the ins was revised; the ins was moved from the rib cage area to the right lower abdomen. The outcome was reported as resolved without sequelae. No further complications were reported or anticipated.